Manufacturer narrative:
No device was returned for product testing. While conducting further analysis of lot 53381, no abnormalities were found. Production records do not show any abnormalities or malfunction during production with the needle points or penetration force.

Event description:
A pharmacy technician reports coring is occuring to the insulin vial while using this product. Pharmacy thinks the syringes may cause occlusion if use is continued.

Manufacturer narrative:
No device was returned for product testing. Retained lot # 53381 product analysis was tested for coring and no abnormalities or malfunctions occured.

Event description:
A pharmacy technician reports coring is occuring to the insulin vial while using this product. Pharmacy thinks the syringes may cause occulusion if use is continued.

Manufacturer narrative:
When initial trend analysis was concluded this was the only complaint for lot number provided during complaint, lot 53381. Further investigation will be conducted for root cause of complaint.

Event description:
A pharmacy technician reports coring is occuring to the insulin vial while using this product. Pharmacy thinks the syringes may cause occlusion if use is continued.